Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2015 alleging a history setting issue. The reporter stated that the patient had a blood glucose (bg) of over 800mg/dl and was admitted to the hospital. The patient was treated with IV fluids and insulin via injection. Customer support (cs) completed troubleshooting and the basal history does not match active basal program. This report is being made due to the bg excursion the patient experienced due to an alleged history settings issue.